Event description:
The pump was returned for investigation. The pump was powered on and a final acceptance test was performed to test functionality. The pump was able to pass testing with no signs of fault. Log files of the recorded event were pulled and reviewed. A confirmed power processer fault was logged corresponding to the customers complaint. A mock infusion was performed to replicate the recorded failure. The infusion was able to be completed with no signs of fault. Due to the nature of the recorded fault regarding power processor failure, the main pcba will be replaced and to ensure proper functionality. The pump will then undergo all necessary functional testing.

Event description:
The following has been reported: "we had administration set with "upstream occlusion" alarms on the secondary inlet (20 cc syringe) that we were not able to resolve with the following troubleshooting techniques (some multiple times): remove and re-engage the syringe from the secondary inlet, loosen the plunger, back prime on the pump, disconnect from patient and re-prime primary, flush the patient's portacath" additional info received: above troubleshooting was attempted without success. Then we changed admin sets twice to same lot # without success. We changed the set a third time (4th set) to another lot # without success. We then changed pumps, using the same admin set and syringe and it infused as expected. An active infusion was delayed due to this issue until a replacement set was supplied. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.